Manufacturer narrative:
Medical device expiration date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® plus plastic pst tube. Lt. Green bd hemogard¿ closure stoppers came off during centrifugation. No serious injury or medical intervention reported.